Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a de novo lesion in the right coronary artery (rca) with 90% stenosis, heavy calcification and heavy tortuosity. The hi-torque (ht) balance middleweight (bmw) universal ii guide wire could not advance with the introducer needle. The guide wire was removed and upon testing outside the anatomy with a balloon (chosen device for the testing) there was a grating sensation and bulging was noted in the junction point when the balloon crosses the welding point. The procedure was aborted and the patient was sent for medical management. There was no adverse patient effect and there was no clinically significant delay in the procedure. Returned device analysis identified a core separation. The account confirmed that when the physician tried again to insert the guide wire into the guide catheter and upon removal of the guide wire from the guide catheter then the separation occurred. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported difficult to advance could not be tested as it was based on operational context. The reported material separation was confirmed. The reported deformation due to compressive stress was confirmed as material twisted / bent. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
D1 correction: updated device brand name to align with the information in the corresponding fields in gudid.

Manufacturer narrative:
H2 correction: updated the device identification fields to align with the information in the corresponding fields in gudid.

Manufacturer narrative:
D4 correction: model number entered.